Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and evaluated, those results will be the subject matter of the follow-up report.

Event description:
Our rep is reporting that a pt underwent a revision arthroscopic posterior labral repair, unrelated to any mitek product, with the use of 4 lupine br anchors for fixation sometime in 2008. The pt was never able to return to normal and began experiencing "grinding" and "increased pain" posterior shoulder @ 8-10 weeks post operatively. In 2009, the pt's shoulder was scoped, "extruding fragmenting br material" was observed, it appeared as "smooth granules of sand". At this point anchor and suture were removed. Pt was left with an unrepaired posterior labrum and posterior chondral defect. Also see associated mdrs 1221934-2009-00043, 1221934-2009-00044 and 1221934-2009-00045.